Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that symphion controller unit was used in a procedure performed on (B)(6) 2020. According to the complainant, the unit had a pressure sensor error and was used in a procedure both in the morning and in the afternoon. A second unit was used but received the same error so the procedure was cancelled. There were no patient complication reported as a result of this event.